Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, popping, ratcheting and grinding in and around hip and elevated metal ion levels after asr hip implant. Update rec'd 11/30/2016 ¿ clinical report states patient suffers from pain. There is no new information that would change the existing MDR decision. Adding the sleeve and stem to the complaint for the elevated ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address a failed right total hip arthroplasty. Patient had the presumptive diagnosis of metallosis with pseudotumor, pain and functional limitations. Intraoperatively, there was approximately 60 cc of brownish red clear fluid within the joint with a string sign of approximately 1-1/2 inches which was consistent with pseudotumor fluid accumulation. There was a moderate amount of synovitis within the joint. The junction between the trunnion collar and the trunnion showed significant metal debris and corrosion. The bearing of the femoral head and the acetabular component showed no evidence of significant visible wear. Preoperatively, the patient's right leg was noted to be longer than the left. Doi: (B)(6) 2007 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5, b7, d4 (expiration date) and h6 (patient and device codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (1932) used to capture the patient code limb asymmetry.

Event description:
Asr litigation records received. Litigation alleges pain, popping, ratcheting and grinding in and around her right hip, elevated metal ion levels and emotional distress. It was reported that, during revision there was a large amount of brownish red clear fluid within the joint with a string sign of approximately 1-1/2 inches, consistent with a pseudotumor fluid accumulation.

Manufacturer narrative:
Product complaint #: (B)(4).investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.